Manufacturer narrative:
(B)(4).

Event description:
It was reported "lws pressures drastically off from patients actual, did not correct with map cal". Additional information received stated that "iab inserted in or, perfusion reported fiber not zeroing at first but when disconnected/reconnected zero was complete, pressures were drastically off from patients pressures on all other sources in the or. Map cal +75 attempted and pressures were still inaccurate- xducer pressures also reported inaccurate, uncorrected by zero. Second pump attempted with no change in pressures, pump fully supporting patient with good waveforms. [Physician] chose to replace iab, with ultraflex 6840u-fl20332- patient supported with second iab returned to first iabp with no issues or alarms, accurate pressures". Further information was reported stating that second iab was inserted in the same site as the first. Patient condition critical prior to event. Patient condition unknown after second iab was inserted.

Event description:
It was reported "lws pressures drastically off from patients actual, did not correct with map cal". Additional information received stated that "iab inserted in or, perfusion reported fiber not zeroing at first but when disconnected/reconnected zero was complete, pressures were drastically off from patients pressures on all other sources in the or. Map cal +75 attempted and pressures were still inaccurate- xducer pressures also reported inaccurate, uncorrected by zero. Second pump attempted with no change in pressures, pump fully supporting patient with good waveforms. [Physician] chose to replace iab, with ultraflex 6840u-fl20332- patient supported with second iab returned to first iabp with no issues or alarms, accurate pressures". Further information was reported stating that second iab was inserted in the same site as the first. Patient condition critical prior to event. Patient condition unknown after second iab was inserted.

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr fos intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the iabc was noted partially withdrawn through the teflon sheath; the distal end of the teflon sheath was noted at the iabc distal tip. The one-way valve was tethered to the short driveline tubing. The exposed portion of the bladder was fully unwrapped. Two bends to the iabc central lumen were noted at the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. No damage or abnormalities were noted to the cal key. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The cal key and fos were connected to the iabp. The cal key was recognized. The cal key was disconnected and re-connected again after rotating the cal key to 180 degrees; the cal key was recognized again. The pump status displayed "ll" low light and "pl" pressure limit, indicating a possible broken fiber. Further inspection was performed to locate any fiber breaks; however, no fiber breaks were found. It cannot be determined what caused the low light/pressure limit fos status. The iabc central lumen was aspirated and flushed using a syringe. No abnormalities or debris were noted. The teflon sheath was moved towards the iabc bifurcate without any difficulty. Upon removal of the teflon sheath, no damage or abnormalities were noted to the iabc bladder. The iabc was leak tested. No leaks were detected. Full inflation was achieved. The device passed the leak test. A guidewire was back loaded through the iabc distal tip. Resistance was noted at the iabc distal tip, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at the iabc luer, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab fos calibration lost is confirmed. During the investigation, the fos sensor was not functional; the light path could not be established between the sensor and the pump. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to no fos signal. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.